Manufacturer narrative:
When this device has been returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device and non-boston scientific lead was hospitalized after an episode of unconsciousness and was noted to have a fever. A pocket abscess was suspected and the patient was sent for an MRI without informing the physician. After the MRI, visual inspection of the pocket revealed increased pocket redness. It was unknown whether the pocket redness was due to the MRI or an infection. It was not thought the loss of consciousness was device related. In addition, interrogation revealed there had been a high out of range impedance lead measurement. A replacement procedure was performed. This system was explanted and a temporary pacing system placed for therapy. An internal technical service consultant was contacted. Return of product is intended. No further patient symptoms were reported.